Manufacturer narrative:
Please correct this report 3010215456-2015-29034. This event was reported as 3010215456-2015-28902 under the correct serial number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited impedance issues. Upon lead explant, the lead exhibited insulation anomaly. The lead was explanted. The patient was fine post operation.